Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder stabilization surgery using a 1.8 knotless fibertak the drill broke off inside the patient. The customer reported that the surgeon was unable to retrieve the fragment. However the surgeon was confident that the drill tip was in the bone. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
Update dw 09-nov-2023 the customer was not able to determine which anchor broke during the surgery however the following devices were used 5x ar-3638, 2x ar-4068-25tr and 2x ar-2923bc-1. Update dw 10-jan-2024: a review of the provided pictures has been performed and as the customer initially reported that a fibertk anchor broke the only reasonable device remained the ar-3638 with the lot number 15082448.

Manufacturer narrative:
Additional information. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error misalignment the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.